Event description:
On (B)(6) 2009, the patient reported that, while removing the insulin cartridge from his infusion device, the plunger remained attached to the piston rod in the cartridge chamber. He stated a small amount of insulin spilled into the cartridge chamber which he dried with a tissue. During troubleshooting with a company representative, the plunger was detached from the piston rod. Proper removal of the insulin cartridge from the chamber was reviewed with the patient. No blood glucose concerns related to this issue were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.